Event description:
It was reported that a tlv30 was used during a pulmonary artery procedure. It was reported by the affiliate that the instrument was used on the pulmonary artery and the operation was fine. Six hours later the pt experienced major bleeding and went into shock. The surgeon managed to stop the bleeding by suturing him. The pt was connected to a respirator on the 13th of november. The device was discarded and another device is being sent back, with same lot number of reload that was used.